Manufacturer narrative:
This report is submitted on august 18, 2022. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to tip foldover. The patient was reimplanted with another cochlear device during the same surgery.